Event description:
The patient's intrathecal drug delivery device was explanted due to infection. No patient symptoms, treatments or outcome were reported. The drug used in the pump was not reported. Additional information has been requested but was not available on the date of this report.

Manufacturer narrative:
The pump was returned to the manufacturer for analysis which was not complete as of the date of this report. A follow up report will be submitted when device analysis is complete.